Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.0 mm x 220 mm x 150 cm mr coyote¿ balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported..